Manufacturer narrative:
Vyaire medical file identification:(B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator was having issues with low delivered volumes in neo. Delivered volumes vti 5.4 vte 5.6. Confirmed settings and setup and corrected volume. Suggested calibrating insp and exp transducers, check the o-rings and flow sensor. Problem was found during the pm procedure. No patient harm.